Event description:
It was reported that the customer has passed away. The apartment manager, where the customer lived, received a package with the decedent's name and wanted return the package to medtronic. The caller stated that they found the customer's body on (B)(6) 2015. No further information was provided. The insulin pump information used on this medwatch report was not verified with the caller; it is the only insulin pump and the last know issued insulin pump to the customer. The health care provider's office was contacted and they only provided contact information for a next of kin. Attempts were made to contact the next of kin, but a voicemail could not be left because the mailbox was full. The diabetes educator informed us that the customer lived alone and had no emergency contact information on file. A callback request letter was sent to the next of kin. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.